Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right total shoulder arthroplasty on (B)(6) 2010. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to infection. During the procedure, the screws and baseplate could not be removed. The spacer mold was implanted around the baseplate. There was a delay of 45 minutes in the procedure.

Event description:
It was reported that patient underwent a total shoulder arthroplasty on (B)(6) 2010. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to infection. During the procedure, the screws and baseplate could not be removed. The spacer mold was implanted around the baseplate. There was a delay of 45 minutes in the procedure.